Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) procedure. Interrogation during the procedure revealed that the left ventricular (lv) lead exhibited failure to capture. The lv lead was later confirmed to have dislodged via chest x-ray. The lv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure and no patient consequences were reported.